Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. There were indications of dried fluid within the cassette compartment. The dried fluid that was discovered during the external inspection of the returned device was unrelated to the complaint and had no effect on the reported complaint event. Simulated testing was performed and the device performed without failures and no fluid leak was observed and there was no indication of an equipment failure that would cause a fluid leak. The cause of the encountered dried fluid could not be determined. An internal inspection of the cycler was performed and there were no discrepancies encountered. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support regarding drain complication alarms, stomach pain, and requested a replacement cycler. During the call, the patient stated he was recently in the hospital for peritonitis (exact date not provided). Numerous attempts have been made to obtain additional patient information and the cause/source of the peritonitis without success.